Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was admitted to hospital due to high blood glucose of 915mg/dl on (B)(6) 2017. Customer¿s current blood glucose was 80mg/dl. Customer was treated with insulin pump. Customer mentioned that she was sick to her stomach and drank ginger ale. Insulin pump will not be return for analysis.